Event description:
It was reported that during a procedure on (B)(6) 2014 the tip of the drive shaft was found to be broken off and missing. The surgeon was handed the drive shaft/reamer head assembly and while the surgeon was testing the drive shaft and reamer head assembly prior to using the instruments on the patient he noticed that the reamer head and drive shaft were not engaged properly. When the surgeon removed the reamer head he noticed that the drive shaft was missing the tip. The tip of the driveshaft did not break during the procedure; it was found broken at the time of assembly. The procedure was completed successfully with a one minute surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the driveshaft did break during the procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the driveshaft did not break during the procedure; it was found broken at the time of assembly.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage caused by the device being over torqued. It is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm(std. Drill speed)be used. The technique guide (j4352-h) recommends that no reduction drive or drills with a torque greater than 6nm be used. Competitors¿ devices with a torque of up to 17nm are routinely used. Power equipment designed specifically for reaming must not be used. It is possible that use of an incorrect drive unit has repeatedly over torqued the drive shaft tip causing fatigue and ultimately the fracture at the tip. As the instrument did break, the complaint is confirmed. Specific details regarding the technique used/application which led to the device failure were not provided, however it is likely that excessive force was applied to the drill bit. As the complaint condition is the result of method of use rather than a design deficiency, the device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.